Manufacturer narrative:
Due to character restrictions in block e1: initial reporter- (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during the start-up of the cs100 intra-aortic balloon pump (iabp), it was repaired in-house (cc). There was no patient involved.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h11. Corrected fields:h6 type of investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4; b5; d5; d9; e2; e3; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code, problem code; h11. Corrected field: e1 initial reporter name, event site telephone. Due to character restrictions in block e1. Full initial reporter name is mr. (B)(6). A getinge field service engineer (fse) viewing and downloading logs, performed fault search, replacement of front end board (0670-00-0668) with transducer calibration. Functional tests performed. Repair completed. Functional tests performed with positive outcome. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿front end board". The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Event description:
It was reported that during start-up the cs100 intra aortic balloon pump (iabp) had electrical fault #119. No patient involvement and no harm reported.